Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient treatment in the surgical intensive care unit, a spectrum pump failed while it was plugged into a triple mount carrier. It was reported that the patient "almost coded". The device was running ¿pressors¿ for blood pressure when the device alarmed improper shutdown. No medical intervention was reported. The patient was reported to be stable. No additional information is available.